Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a yankauer. The customer reports that during a total knee surgical procedure on (B)(6), male, the doctor was using the yankauer and it suddenly snapped (broke) approximately 1 1/2 inches from the tip. The doctor drilled holes in the tibia and the product was in the tibia when it broke. The doctor expressed that he had a difficult time removing the broken piece from the patient, but was able to do so by using ochsner forceps. The patient was not prescribed any medications or antibiotics as a result of this incident as it was not necessary. There was no additional medical or surgical intervention. The patient is fine.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.